Event description:
It was reported that pump experienced repeated cartridge change errors, and customer was unable to resume insulin delivery despite attempting to load both original and new cartridges as prompted. There was no adverse impact to the customer¿s blood glucose level. Customer, with assistance from technical support and customer support, inspected and cleaned pump components, confirmed cartridge and insulin use and loading steps, and attempted multiple load processes, but issue persisted and pump was scheduled for replacement through service request.